Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers on the insulin pump were scrolling when attempting to program a bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.